Event description:
The user could not hear with the device upon initial activation of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user could not hear with the device at initial activation of the device.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The user could not hear with the device at initial activation of the device. The user was reimplanted.

Manufacturer narrative:
Device investigation identified a damage on the receiver coil, likely caused inadvertently during the initial surgery. The damage found is in line with the reported lack of benefit since first switch-on after implantation. This is a final report.

Event description:
The user could not hear with the device at initial activation of the device. The user was reimplanted.